Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, when the 5f exoseal vascular closure device (vcd) was removed, the plug came out with it. This prevented proper hemostasis. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The exoseal vcd was stored and prepped according to the instructions for use (IFU). A retrograde approach was used for the procedure with a non-cordis sheath. Suitability of the femoral artery, including insertion angle of 30¿45 degrees, was verified by angiography. The vessel diameter was confirmed to be at least 5 mm, with no visible calcium or plaque, no nearby stent, and no stenosis greater than 50% at or near the puncture site. There was no resistance or friction when advancing the exoseal vcd through the sheath, and no difficulty connecting or locking the exoseal vcd with the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and sheath were retracted together until the flow significantly slowed or stopped, and the indicator window turned solid black. No red color appeared in the indicator window during retraction. The plug deployment button fully depressed without requiring excess force. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the button. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the device returned as it was received fully deployed with no anomalies noted in the internal mechanism, and no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
E1: (B)(6). This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when the 5f exoseal vascular closure device (vcd) was removed, the plug came out with it. This prevented proper hemostasis. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The exoseal vcd was stored and prepped according to the instructions for use (IFU). A retrograde approach was used for the procedure with a non-cordis sheath. Suitability of the femoral artery, including insertion angle of 30¿45 degrees, was verified by angiography. The vessel diameter was confirmed to be at least 5 mm, with no visible calcium or plaque, no nearby stent, and no stenosis greater than 50% at or near the puncture site. There was no resistance or friction when advancing the exoseal vcd through the sheath, and no difficulty connecting or locking the exoseal vcd with the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and sheath were retracted together until the flow significantly slowed or stopped, and the indicator window turned solid black. No red color appeared in the indicator window during retraction. The plug deployment button fully depressed without requiring excess force. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the button. The device will be returned for evaluation.